Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic during routine follow up. Upon interrogation, the left ventricular lead exhibited loss of capture. It was suspected that the lead had dislodged. The physician attempted to reposition the lead during lead revision but was unsuccessful. The lead was capped. The patient was in stable condition post operation and would be followed normally.